Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. No motor error alarms noted during testing. Motor passed motor test. The insulin pump had cracked battery tube threads, reservoir tube lip, case window display corners, scratched reservoir tube window, lcd window, case and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor error alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 591 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.